Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 05/01/2024. An investigation was conducted on 05/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. Tissue was observed on the transected and melted c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000379867 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was spit in half. The back part of the c-ring was broken in half. No tension had been applied to the c-ring prior to noticing this and no parts of the c-ring were lost. Due to this defect, the device was deemed unsafe for use and was removed from the surgical field. A new kit was opened up and the remainder of the case was finished with no other complications. The only surgical delay was the time needed to open up a new kit which was less than 3 minutes. No injuries occurred due to the defect.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.